Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced tingling in the right hand during charging of the implantable neurostimulator, shaking of the hands and whole body after charging, difficulty walking after charging, and persistent shakiness the following morning. The patient also described a sensation of being electrocuted when stimulation was turned on. The patient reported that the tingling sensation in the right hand subsided during the call. Troubleshooting steps included reviewing how to check the ipg battery and how to turn stimulation onand off using the deep brain stimulation therapy application. The patient turned the therapy on and experienced the sensation of being electrocuted, then opted to turn the therapy off. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider for further evaluation.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that the patient notified the hcp on (B)(6) 2025 and healthcare provider has not been advised of any recurrence of feeling electrocution.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from that patient. The patient called back reporting ongoing symptoms while charging. The primary reason for the call was because patient was noticing that charging the ins was taking longer than expected. For example, patient started charging with the ins battery at 70% and 35-45 minutes later it was still at 70%. The charge quality was excellent, but charging speed was set to the slowest/coolest speed. Patient opted to increase to the fastest/warmest charging speed and then noted they feel some tingling in their right hand. Patient's right hand was not touching the wireless recharger and it was not clear what was causing the tingling. Patient also reported that one time after they were finished charging the ins and they were putting everything away they got an electric shock that sent them across the room. By the end of the call the ins battery percentage had gone from 50% to 60% so they patient was pleased with charging speed improvement. Recommended patient monitor symptoms during charging and redirected patient to follow up with managing hcp to discuss symptoms. Patient noted they do not have an appointment with managing hcp until december but may consider contacting the doctors office earlier than that. Additional information was received from that patient. Patient reported every time they charge it still says their implant is at 70%. Patient reported they don't know if the 70% reading is true or not. Patient reported every time they have charged their implant since they have had it their implant has not increased above 70% charge level. Patient reported last night they spent an hour and it said their implant was 70% and after an hour of trying to charge was still at 70%. Patient stated they wanted to check their implant charge level. Agent walked patient through steps to connect in dbs therapy app to check implant charge level. Patient successfully connected and stated implant battery was at 70%. Reviewed general use of external devices. Patient initially stated when attempting to power off communicator that communicator was turning back on by itself. Patient later confirmed able to successfully power off communicator. Agent walked patient through starting a recharging session. Patient initially stated seeing recharger inactive, resolved by powering on recharger. Patient confirmed charging implant with good connection, implant at 70%. Patient stated they lost connection and was initially holding recharger in place. Patient placed recharger in drape and continued seeing good connection and occasionally lost connection charging. Agent reviewed repositioning recharger on implant and following repositioning, confirmed charging with excellent connection for the duration of the call. Patient checked charging speed and confirmed still at fastest speed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.